Event description:
It was reported that the patient experienced issues with a pump, including audible motor failure, excessive heat after charging, and improper connection to the charger. There was no adverse impact to the customer¿s blood glucose level. Clinical support recommended an srr for customer safety and satisfaction due to clinical concerns. Cts attempted to follow-up customer not available.